Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the pins of a patient's controller were bent. The device was exchanged with no reported patient injury.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the controller revealed that the device failed visual inspection due to a bent pin on the power port connector.  This failure is most likely due to a forced or improper connection to the port causing the pin to bend. Heartware has an open internal investigation to evaluate bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the controller had been returned to the manufacturer before the controller log files could be downloaded. The patient reported that the device had not been dropped and that he had not used excessive force when connecting his power sources. The event was not associated with any controller alarms or pump stop events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.